Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast infection. Concomitant medical products: mentor memorygel breast implant 550cc gel breast prosthesis, catalog #3505504bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 550cc gel breast prosthesis developed an infection in her right breast. The patient reported that her breast felt hard and it was red. As a result, the patient underwent explantation with no replacement in (B)(6) 2019. The explanted device was discarded after surgery.